Event description:
A customer reported that the device did not deliver a shock after the device advised a shock and the shock button was pressed. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. Emts responding to a cardiac arrest applied the device to a pulseless and apneic patient. The device advised a shock and the shock button was pressed. The device indicated "no shock delivered - poor pads contact" the pads were removed, the patient's skin was cleaned and new pads were applied, with the same result. An als (advanced life support) team arrived and applied the monitor with the same result. Bls applied another device to the patient with the same result. The device being reported was applied again, with one shock delivered. The device converted the patient's rhythm for ventricular fibrillation to normal sinus rhythm. A philips field service engineer (fse) evaluated the device and was unable to duplicate the reported problem. The device passed all performance assurance tests. No ECG strips or case events files were available for review. No ECG strips or case events files were provided to philips for review. The customer provided information related to the event in an internal pimr (patient involved malfunction) report. Upon conclusion of the evaluation, the device was deemed fit for use. The device remains in service at the customer site. No parts were replaced. The information gathered for this report does not provide evidence of a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device did not deliver a shock after the device advised a shock and the shock button was pressed. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator and the patient outcome is unknown. Additional information has been requested.